Event description:
The ecs25 was used during a vertical banded gastroplasty. The device did not fire. Another was opened to complete the case. There is no other information available. There was no consequence to the patient.